Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device overheated in 2 minutes and 30 seconds (118.5 degrees should be less than 118 degrees in 10 minutes). It was further observed that the driveshaft was broken causing the device to overheat. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to excessive force during use which is user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during preventative maintenance, it was observed that the motor device drill overheats. There was no delay due to the planned surgical procedure and a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.